Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation summary: the affected device was received for evaluation. Visual inspection showed degradation on the front water tank cover. Functional testing was performed, with water leakage observed from under the front water tank cover, confirming the customer's indicated failure. The root cause was determined to be the degraded water tank gasket. As a result, both the water tank cover and gasket were replaced, and the device passed all functional tests after repair. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was a leak under the front cover during testing. There was no patient involvement and no patient harm, adverse event reported.